Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 implantable pulse generator (ipg), implanted: 2012-(B)(6); 5076-52 implantable pacing lead implanted: 2003-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately nine months after device replaced. Additional information obtained noted that the patient had been in an unknown type of an accident five days prior to death and the patient was in a neck brace. The cause of death has been requested and not received.